Event description:
It was reported that the patient saw a power on reset (por) condition on their recharger. The patient charged a day and a half prior to the report and they got a doctor icon and a triangle with an exclamation point. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n294755, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot# 279720001, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).